Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient had a total hip replacement in early 2008." It was further reported that, "the patient was in constant severe pain and never healed from the surgery. Approx eleven months later, it was determined that he needed to have a two step surgery revision."